Manufacturer narrative:
UDI #: (B)(4)

Event description:
It was reported that during a bph surgical procedure at 402,809 joules "fiber cap detachment" occurred inside the patient. The cap was retrieved using "graspers". The fiber was exchanged and the second fiber was used to complete the procedure at 49,605 joules. Patient injury: "no" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the distal tip of glass cap and metal cap are detached and not returned; the glass cap exhibits severe devitrification at output window; the outer flow tubing open end wall is compromised, and exhibits signs of melting. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.